Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00620005820, item name: shell porous with holes, lot #: 60955609, item number: 00625006540, item name: bone screw selftapping, lot #: 60786333, item number: 00625006540, item name: bone screw selftapping, lot #: 60786333, item number: 00801804002, item name: 12/14 femoral head 0 x 40mm, lot #: 60960741, item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 2648920-2015-00037-2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately six (6) years post-implantation due to acetabular component loosening, pain, difficulty ambulating and osteolysis. No additional information is available.

Event description:
It was reported patient was revised approximately six (6) years post-implantation due to acetabular component loosening, pain, difficulty ambulating and osteolysis. Primary operative notes describe placing a 58 cup with one screw which had excellent purchase. Revision notes state that the acetabular component was grossly loose with abundant fluid within the joint and an inflammatory reaction with no signs of infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.